Event description:
The reporter contacted animas on behalf of his son (the pt) alleging a loss of prime issue with the pump. Through analysis, the animas cde noted that the pump had a spontaneous battery notification screen. No damage was noted in regards to the battery cap. The battery cap and pump were reportedly new. No cracks were noted near the battery compartment. In addition, the yellow o-ring was not visible and the battery cap could not be tightened further. No stripped threads were observed on the pump.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.